Manufacturer narrative:
D.2b medical device type: one additional code applies. Investigation summary: bd received ten (10) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for leakage during use and sleeve leakage with the incident lot were not observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage during use and sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using 50 bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking out of the tubing and the non-patient needle. No patient or user impact reported.